Event description:
It was reported the doctor attempted to deploy the filter. The top os the filter deployed as intended. The feet caught in the spline/catheter and would not release in spite of force and catheter manipulation. The doctor inserted a recovery cone via jugular vein and removed the filter from the catheter. A competitor's filter was placed via the same jugular access site. The pt is fine.